Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event for unspecified helix rotation issues was confirmed. Visual inspection of the lead revealed the retracted helix was clogged with blood. X-ray examination revealed an over torqued inner coil at the connector region. After cleaning the distal portion of the lead, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported events for sensing problem and high lead impedance were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reason for the unspecified helix rotation issues was due to the helix and inner coil being clogged with blood and an over torqued inner coil at the connector region.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implantation procedure, low ventricular sensed amplitudes were noted on the right ventricular (rv) lead due to patient anatomy. While repositioning, increased pacing impedance was noted on the rv lead due to a helix issue. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.